Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low (37 mg/dl) and candy was consumed to address the low bg. The customer did not know the cause of the low bg and declined to upload the pump data. A pump system check was performed and no device issues were identified. The customer stated that the bg level was rising.